Event description:
Alleged the knee motor is running up all the time.

Manufacturer narrative:
The facility found fluid ingress and corrosion on the power control board assembly. Repairs have not been completed.